Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a g137 cavitron jet plus, they allege that they are not getting enough water to the handpiece and the insert tips are getting hot.; no injury resulted.

Manufacturer narrative:
Water soliso valve clogged debris buildup in the water solenoid, poor water flow regulation. Manifold has bad regulation resulting in inconsistent powder flow, cracked duckbill filters, flattened pinch tube restricting air/powder flow, powder bowl needs to be cleaned and retubed, no powder flow due to a clogged y-fitting. Debris buildup in the handpiece cable, low oscillation due to trouble with the jet-mate handpiece. Cabinet has broken body posts. Will replace damaged/worn components and recalibrate unit to factory specs upon estimate approval. No water hose, air hose, foot pedal, power cord received for evaluation."